Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/16/2013 with the following findings:the display screen was found to be clear and legible. No text or symbols were found to be missing.

Event description:
On (B)(6) 2013, the distributer contacted animas, alleging a display (segments missing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).